Manufacturer narrative:
(B)(4).

Event description:
The reported issue involves two companion external batteries that are reported under two separate medical device reports: (1) companion external battery s/n (B)(4) (MFR report # 3003761017-2016-00261) and (2) companion external battery s/n (B)(4) (MFR report # 3003761017-2016-00262). The companion external battery was not supporting a patient. The customer reported that the companion external battery would not charge. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external wall power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion external battery was returned to syncardia for evaluation. The customer-reported issue that the companion external battery would not charge was incorrect based on review of system management bus (smbus) data. The companion external battery was received in a state of deep discharge, and was in a recovery mode (zvchg), which could cause an observer to perceive that the companion external battery was not operating as intended. Even though it was charging at an extremely low rate because of the state it was in, given an extended charging interval (36-48 hours) the external battery would have recovered to full charge. Following the low voltage recovery process, the companion external battery passed all test sections of the evaluation procedure. The root cause of the deep discharge cannot be absolutely determined, but given that the customer-reported issue stated that the external battery was not in patient use, a potential cause is that the external battery was left in a driver that was being stored without external power connected. This method of storage can cause the external batteries to enter into zvchg mode. The companion 2 operator manual (c2-900005 rev 013) states that companion 2 drivers should be stored in a hospital cart or caddy that is connected to external (wall) power. External batteries may be stored in a driver that is plugged in, or separately from the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1 (2 of 2).

Event description:
The reported issue involves two companion external batteries that are reported under two separate medical device reports: companion external battery s/n (B)(4) (MFR report # 3003761017-2016-00261) and companion external battery s/n (B)(4) (MFR report # 3003761017-2016-00262). The companion external battery was not supporting a patient. The customer reported that the companion external battery would not charge.